Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer that physio does not recommend the use of third party items with physio devices. The device or electrodes used during the event have not been returned to physio. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. The customer advised that the defibrillation electrodes were removed and then reapplied to the patient, however the issue persisted. A second set of defibrillation electrodes were used but did not resolve the issue. The customer said that the first set of defibrillation electrodes were manufactured by a third party. The second set was physio defibrillation electrodes, however no details of the electrodes were known. The patient, a (B)(6) male did not survive. The customer, a health care provider advised that the device use did not contribute to the patient outcome as the patient was already dead upon their arrival. It is their protocol to connect their device to a patient. It was unknown how long the patient was deceased before their coming on the scene.